Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the controller to operate as intended throughout the evaluation.

Manufacturer narrative:
Per the perfusionist, he got a back flow alarm, the pump went into coast mode, but when he tried to adjust the pump speed from the console, he got no response and everything kept alarming. After about 30 to 40 seconds, the pump controller started working, he ramped up the speed, and the alarms cleared. The field service representative (fsr) was unable to verify the reported complaint. He tested the centrifugal control unit, flow sensing system, air bubble detector (abd), and level sensor systems and was able to create several backflow alarms. All was operating properly and responding appropriately to the controlled changes. The centrifugal control unit (ccu) was replaced as a precaution. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation. Per data log analysis on (B)(6) 2018: 07:22:50 am arterial speed set to 1932 rpm; 09:54:47 am arterial speed set to 0 rpm, stopping the pump; 10:03:20 am backflow alarm (arterial still stopped); 10:03:58 am arterial started and speed increased to 1758 rpm; 10:05:20 am arterial speed increased to 2262 rpm; 10:06:05 am arterial speed set to 1704 rpm; 10:07:02 am backflow alarm (user reducing the pump speed at the same time); 10:07:05 am user reduced pump speed to 0 rpm stopping the pump (another backflow alarm); 10:07:28 am arterial started and speed increased to 270 rpm then back to 0 (stopping pump); 10:07:34 am backflow alarm(s); 10:07:38 am arterial started and speed increased to 2400 gradually (41 seconds). All looks normal after this. There are no indications of a malfunction of the centrifugal pump. The pump did stop due to speed being set to zero rpm. While the pump is in a stopped state, it will not respond to speed changes.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a back flow alarm occurred. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: this incident occurred shortly after initiation of cpb on (B)(6) 2018. The original communication from the perfusionist was that he received a back flow alarm around 1700 revolutions per minute (rpms), the pump went into coast mode and when he tried to adjust the pump speed up, he was receiving a delayed response from the controller. The perfusion team was informed that the pump does not go into a coast mode when a backflow alarm occurs, and that it is just an audible and visual notification to the user on the status of flow. The log data was analyzed and the pump speeds at several times from 10:03 to 10:08 were at 1700,1380,1704,1300,744,0, and then back up to 2142 and 2280. The perfusionist was creating a backflow situation with rpms at a low speed, and when the pump flow was set to zero, the start/stop button was in a stopped state. The perfusionist at that point would need to engage either the icon on the central control monitor (ccm) or the start/stop button and resume forward flow by increasing the rpms. The perfusionist was informed of the log analysis and that in order to increase rpms once the rpms are set to zero, a clinician will need to press the start/stop or pump icon to re-enable the forward flow to the patient. During the procedure, the perfusionist stated that the patient had hypoperfusion for only 20 to 30 seconds, and that this caused no harm to the patient. There was no blood loss and there was not a delay in the continuation of the surgical procedure.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was not able to duplicate the reported complaint. The unit operated to the manufacturer's specifications. The reported complaint was confirmed through data log analysis. It has been determined that the failure was due to the end-user creating backflow situations. When the pump is in a stopped state, it will not respond to speed changes. The end-user at that point would need to engage either the icon on the central control monitor (ccm) or the start/stop button and resume forward flow by increasing the revolutions per minute (rpm). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.